Event description:
It was reported that the insulin pump alarmed failed battery test and alerted low battery in less than 1 week of its last battery replacement. The most recent blood glucose reading was 145 mg/dl. She stated that she had gone through 3 batteries in the last 3 weeks, and when she inserted the new battery, the insulin pump alarmed failed battery. The batteries did not last longer than 1 week. She stated that sometimes when she reinserted the same battery, rather than a new one, the device would not alarm failed battery test. Upon troubleshooting, the failed battery test alarm did not occur. She was advised that a replacement battery cap would be sent and to monitor the device. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.